Event description:
The pt had a primary surgery for osteosis on posterior longitudinal ligament. A week later, one of the screws on t1 was dislocated and the pt was complaining of difficulty in swallowing (dysphasia). Revision surgery was done 2 days later and now the pt has been discharged and is doing well.